Event description:
The customer reported the white cap on the transfer set was broke. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4).a batch review was performed on the reported lot (h09k16088), with no defects noted. The root cause is unknown due to a lack of sample.